Event description:
It was reported that suture placement was attempted with prostar xl devices in the right and left common femoral arteries using the preclose technique prior to an endovascular aneurysm repair - abdominal aortic aneurysm (evar - aaa). Reportedly, two prostar xl devices did not deploy in the left common femoral artery and one prostar xl device did not deploy in the right common femoral artery. The arteriotomy was 8f and both the femoral arteries were mildly calcified and mildly tortuous. Two additional prostar xl devices were used in both common femoral arteries for successful placement of the prostar xl sutures. During the pre-placement of the sutures one physician was punctured by the needles and treated with no adverse sequela from the needle puncture. There was no reported adverse patient sequela. There was a 30 minute delay in the procedure. The three physician involved in the evar-aaa procedures are reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the prostar xl device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two prostar xl devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy was confirmed. The analysis of the returned device revealed the white suture loop/bight was found entangled with the interlock ear preventing full deployment of the suture. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial filing of the medwatch MFR report, additional information was received: the first device was involved in the puncture of the physician. The second device had a needle miss, only one needle was present at the hub. The third device was resistant and only 2 or 3 needles presented. The needle backdown procedure was performed for all three devices.